Event description:
It was reported during use of an unspecified bd vacutainer® ppt tube, 1 tube had a grey stopper instead of a red stopper. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The evaluation of the photos confirmed the customer¿s failure mode; the stopper color is incorrect. Per specification, this product requires a red stopper. Retention sample review and device history record review could not be conducted as a specific material and lot number was not provided. This complaint has been confirmed for the indicated failure mode: incorrect color based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of an unspecified bd vacutainer® ppt tube, 1 tube had a grey stopper instead of a red stopper. There was no health impact or consequences reported.